Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer turned itself off. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer turned itself off. It was noted that the left keyboard hinge was broken and the anti-slip layer from the radiofrequency head was worn out. All found defective parts were replaced and all other identified issues were resolved. Software was reinstalled and updated to the latest version as a preventive. The device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.